Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was observed around the contamination sleeve (cath-gard) at the location where the component catheter passed through the sleeve while in use. Follow-up information indicated the component catheter was reportedly properly attached to the mac (multi access catheter) introducer. The manufacturer and model of the component catheter were unknown. No catheter migration was reported and no damage to the component catheter could be confirmed. The device had reportedly been in place for approximately three days. To resolve the issue, the catheter was removed and was not replaced. No patient injury or adverse clinical outcome was reported.